Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3998, lot# lb7762, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported there was no stimulation sensation, and the stimulation was not working anymore. It was noted all green lights were "on." The patient had had pain from the mid-back where the leads were located to the front side over her ribs. The symptoms started following "several" falls. The device was working "fine" in february but then the patient had 3 falls. No further information was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.